Event description:
Caller reported a cgm error labeled as error 42. Blood glucose level was not specifically mentioned, but there was no indication of any adverse impact. Customer support provided a complete pump reset guide and assisted the caller through the process. Following the reset, the cgm error did not reoccur, and the caller was able to successfully start their sensor session.